Manufacturer narrative:
Over/under correction and Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation.(b)(4).

Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced low vault and over/under correction. Lens exchanged with longer length lens. Problem resolved. Cause of the event was reported as unknown.